Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
This report will be amended when out investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. Radiographs were not provided, it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information; however, no information has been received to date. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of radiographs and/or product or further information. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Manufacturer narrative:
Revision surgical notes have now been received. The femoral component was well fixed but there was some evidence of focal osteolysis. The tibial component was noted to be grossly loose and fibrous bone was evident. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of radiographs and/or product or further information.

Manufacturer narrative:
Concomitant medical devices: catalog #00576401451, nexgen lps-flex gsf femoral component, lot #60861919. This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records were reviewed and did not find any deviations or anomalies. These devices are used for treatment. Updated information received via primary operative notes and implanted product information. Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to osteoarthritis. The alignment guide found the knee to be in excellent alignment with regards to the femoral and tibial cuts. Trial components had excellent range of motion and stability and appropriate patellar tracking. Final implanted components after cement hardening were found to have excellent range of motion and were well balanced. Components appear to be implanted with the correct orientation and fit as per the surgical technique. A definitive root cause cannot be determined with the information provided. While a cause for this specific clinical event cannot be ascertained, the common clinical presentation and the date of original implantation suggest the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. A field action was conducted on 04/19/2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. FDA recall z-2411-2010 contains the related tibial lot number. The device in question was implanted prior to the field action, without use of a drop-down stem extension.